Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. Customer reported over-correcting for 76 (mg/dl) bg levels and subsequently experienced an elevated bg level of 551 (mg/dl) and ketones. Reportedly, customer is now stable and has contacted their health care provider regarding diabetes management. Customer was reminded how to move through the "minimum fill" pump message and to contact tandem technical support should any further assistance be required. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 76 (mg/dl) after going through the "fill tubing" process while connected to the pump. Customer consumed carbohydrates and a sweetened drink to stabilize bg level. Recommendation was made to consult with health care provider for diabetes management recommendations.